Manufacturer narrative:
An asp field service engineer (fse) inspected the sterrad nx on two different occasions. On 1/30/2017, the fse reported he ran an empty load and also an empty load with wrap and the two hcw's that were next to the unit stated they smelled "nothing" when the door was opened after each completed cycle. The fse reported the unit was functioning properly with no issues. On (B)(6) 2017, the fse was dispatched again after the customer reported odor. The unit was inspected and no odor was found. He replaced the electrodes "pro-actively", which were going to be replaced anyway with the preventative maintenance coming due. He reported the unit was working properly, and reconfirmed the only time he smelled a strong odor, was that of the silver "stryker, lens, camera, cord" that the hcw mentioned that it "stinks". It is unknown if this instrument is validated for use in the sterrad® nx. Based on the information contained in the complaint at the time the reporting determination was made, a decision was made to file a FDA medwatch report. The hcw reported exposure to h2o2 when the sterrad nx door was opened, and experienced respiratory symptoms, chest pain, and was hospitalized. Asp is investigating further, and this complaint will be re-assessed if new information becomes available.

Event description:
A healthcare worker (hcw) reported smelling fumes when opening the door of their sterrad nx after a completed cycle and felt chest pain and respiratory symptoms that felt like he ¿needed to cough.¿ he stated his symptoms began in (B)(6) 2016. He was seen by a primary care physician and a pulmonologist and was prescribed antibiotics for one week and stated his symptoms "improved, but were not completely gone." The date of these events is unknown. He later reported he was hospitalized on (B)(6) 2017 for 2 days and no further details are known regarding the hospitalization. He also reported two of his liver enzymes were abnormally high, and he does not drink, smoke, or take tylenol. He stated wears ppe which includes gloves and a face shield that covers his eyes and mouth while working in the sterile room. The hcw reports the sterile room is very small and has been dealing with fumes for awhile now. The customer safety officer at the facility reported she was notified in (B)(6) 2017 about two rooms which had "airflow problems," one of which contains the sterrad nx, two autoclaves, and a washer. She stated there was an issue with the vent that "sucks air out" of the room. An engineer from the hospital came, and she reported he "fixed a belt". She could not remember the exact date.

Manufacturer narrative:
Updated information was received from this hcw regarding his symptoms and hospitalization. He reported he was at work on (B)(6) 2017 and after smelling strong fumes he started experiencing ¿chest pain and extreme coughing¿. He immediately went to the emergency room (ER) where they did a chest x-ray (cxr) and blood work (including cardiac enzymes), and all results were normal. The ER physician decided to keep him overnight for further testing and the next morning he had another cxr, blood work, as well as an echocardiogram and a cardiac stress test. All results were normal and he was discharged on (B)(6) 2017 without medication or treatment. An asp clinical education consultant (cec) went to the customer site to investigate this complaint and assess the customer¿s workspace and process. The cec identified the source of the odor to be coming from an "amber topped stryker tray¿ which instruments were being processed in. The customer reported they had been using these stryker trays for four years and the trays were not purchased new, but ¿used¿. The cec advised the customer to stop using these stryker trays because of ¿outgassing¿, which is a release of gas absorbed into the material of the tray and can create an odor. During additional follow up, the customer stated they had stopped using the old stryker trays in sterrad and are just wrapping the instruments in ¿one step cardinal wrap¿. The hcw also reported since they stopped using the trays, ¿this has really helped the issue¿. The hcw reported his cough is gone and he no longer has chest pain or any further symptoms. Based on the new information received, this complaint is now deemed not reportable. The source of the ¿fumes¿ was identified to be ¿stryker trays¿ which are non-asp products. In addition, the affected hcw still works around sterrad and stated since they have stopped using the non-asp product, his symptoms have resolved. There is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. Lastly, there is no report of death or serious injury attributed to an asp medical device, or that an asp medical device was or may have been a factor in a death or serious injury. This complaint will be reassessed if new information becomes available.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.